Event description:
It was reported that the patient went into respiratory distress and became unresponsive during the implant procedure.  The implant procedure was aborted, and the incision was closed. The patient was coded, and resuscitation efforts were initiated. When the patient regained consciousness, the implanting physician completed the incision closure. The reactive system has not been implanted at the time of the event. The patient was later transferred to a medical center hospital for care.  Additional information was received after the patient was transported to the hospital, stating that the patient's status was sleepy, with all extremities moving, maintaining their own airway with supplemental oxygen, and the EKG was normal.

Manufacturer narrative:
Mml # (B)(4). The event is being reported as a conservative reporting. No device was used or implanted at the time of the event, and there was no report of product deficiency. Therefore, section d (suspected medical device) was left blank, but the product code was added for tracking purposes. The implanting physician is a first-time reactiv8 implanter but was fully trained.

Manufacturer narrative:
(B)(4) the event is being reported as a conservative reporting. No device was used or implanted at the time of the event, and there was no report of product deficiency. Therefore, section d (suspected medical device) was left blank, but the product code was added for tracking purposes. The implanting physician is a first-time reactiv8 implanter but was fully trained. Further information about the patient and event was received. The patient's weight and routine smoking habit were suspected to be the cause of the distress that occurred under anesthesia. Updated section b1 and h6.

Event description:
It was reported that the patient went into respiratory distress and became unresponsive during the implant procedure. The implant procedure was aborted, and the incision was closed. The patient was coded, and resuscitation efforts were initiated. When the patient regained consciousness, the implanting physician completed the incision closure. The reactiv8 system has not been implanted at the time of the event. The patient was later transferred to a medical center hospital for care. Additional information was received after the patient was transported to the hospital, stating that the patient's status was sleepy, with all extremities moving, maintaining their own airway with supplemental oxygen, and the EKG was normal.